Event description:
A power source alert 01 was reported, indicating an issue with the pump. There was no adverse impact on the customer¿s blood glucose level. The customer attempted several troubleshooting steps, including using different wall adapters and charging cables, but the problem persisted. Customer reverted to an alternate method of insulin therapy.